Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a non-dependent asymptomatic patient presented after receiving a vibratory alert, increased hv lead impedance was observed. The lead was explanted and replaced. The patient received no complications and was doing well post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.